Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fainted, in which the implantable cardioverter defibrillator (ICD)  discharged appropriately and the patient regained consciousness. The patient had a device check done, and it was noted that the device was functioning as expected. The physician suspected that the fainting was a result of the surgery. The physician reprogrammed some parameters to prevent the patient from fainting in the future. The ICD remains in use. No further patient complications have been reported as a result of this event.